Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018]: unspecified location: pseudomonas aeruginosa. [Second time; (B)(6) 2018]: the instrument channel: pseudomonas aeruginosa and klebsiella oxytoca, the air/water channel: unspecified microbe (1cfu). [Third time; (B)(6) 2018]: the instrument channel: unspecified microbes (6cfu), the air/water channel: unspecified microbe (1cfu), the suction channel: unspecified microbes (>250cfu). [Fourth time; (B)(6) 2018]: the air/water channel: enterobacter cloacae (30cfu), the instrument channel: enterobacter cloacae (75cfu). [Fifth time; (B)(6) 2019]: unspecified location: unspecified microbe (1cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.